Event description:
This event was reported as ring explanted; reason unknown. No further information was provided.

Event description:
This event was reported as endocarditis, with infection of haemophilus parainfluenza, thrombus, vegetations and cerebral emboli. The embolization resulted in disturbance to the pt's vision. The source of the infection is unk. No further info was provided.